Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this right ventricular (rv) lead exhibited high pacing thresholds as well as loss of capture due to a suspected micro lead dislodgement but was not confirmed thru x-ray imaging. No asystole greater than two seconds was observed. A surgical revision was done to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.